Event description:
On (B)(6) 2014 it was reported that the patient had passed away. The patient¿s obituary was found online and the date of death was (B)(6) 2009. An in-house sudep evaluation was performed by the manufacturer which showed the death to be possible sudep. No further information has been provided regarding the cause of death.